Event description:
It was reported that during a ptca procedure, difficulty was encountered advancing the wire through a perviously placed stent. During removal the distal tip of the wire fractured and remains in the pt. No attempts were made at retrival. Pt status is listed as "okay".